Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone and suggested to reseat the graphic user interface (gui) to (bdu) breath delivery unit cable to isolate the problem. The customer reported to have followed the tse recommendations and replaced the gui to bdu cable. Covidien was not authorized to service the device.